Event description:
It is reported that a hair was found when the liner was opened in the operating room.

Manufacturer narrative:
The sterilization process for this device was in accordance with FDA regulations and iso standards to a sterility assurance level (sal) of 1.0 x 10 (-6) or better. The manufacturing lot specified in this complaint was processed according to the sterilization process parameters and met all the acceptance criteria for sterility release. Additionally, this device was packaged in a class (B)(4) clean room, under a specially designed hooded packaging station that creates a class (B)(4) clean room environment that significantly reduces the presence of foreign contaminants. Cause cannot be definitively determined. Device history records indicate all components were manufactured and inspected to specification.